Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 363 mg/dl, 116 mg/dl, 144 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she took glyburide and ate after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.